Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the indication screen failed to appear upon power up. This event was reported as occurring twice during preparation for use of the monitor. As a result, an alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.